Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 446 mg/dl. Customer reported that the insulin pump had no delivery alarm. Customer wishes to continue troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.